Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device had been returned previously for the same malfunction. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check the power with test bench: minimum 110 to 160 watt, check starting behavior, check for excessive noise, check triggers for forward / rev mode, check function of soft mode switch (safety system), check air hose coupling, check reverse locking mechanism. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. During further review of the device evaluation, it was determined that the device would not reverse, the trigger was not moving smoothly, the device made excessive noise, would not run, and there was component damage. This information does not effect the reportability of the complaint. Upon further review of the device evaluation, it was determined that it was incorrectly reported in the previous medwatch report that the device seized, moved heavily and was jammed. This information does not effect the reportability of the complaint.